Event description:
It was reported that the device was venting low pressure. There was no delay in therapy. The event occurred during setup. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 3012542015-2025-00011-00. The date of that submission was 03-mar-2025. Investigation summary: parapac plus kit with internal peep and CPAP 310nus was sent for "venting low pressure" and was verified during cycle pressure switch test. Cycle led (light emitting diode) did not illuminate as it should when performing cycle pressure test. Cycle pressure led was adjusted to range. The device passed all functional tests. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.